Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Failure analysis of the returned battery revealed that it passed external visual inspection. Functional testing of battery revealed that the battery was unable to charge due to a flag. Further analysis revealed that the flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The battery charger status indicator will flash red after eight hours due to a charge time-out. The flag was removed after allowing the battery to discharge, causing the voltage to decrease below the voltage threshold. As a result, the reported "battery not charging" event was confirmed. The most likely root cause of the reported "battery not charging" event can be attributed to an over-voltage fault by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over-voltage condition can be attributed to battery chargers assembled with incorrect inductors. The most likely root cause of the reported event can be attributed to improper assembly. An internal investigation has been opened to evaluate battery chargers assembled with incorrect inductors and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the patient's batteries was not charging and an indicator light that was red on the charger display. The battery was exchanged. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.